Event description:
It was reported that a guidewire was unable to be passed through the manifold of this device. After several flushes, a green piece of material exited the guidewire lumen. The device was not returned.